Manufacturer narrative:
This report is filed on november 30, 2018.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a loss of connection to the internal device; however the issue could not resolved. The implanted device remains and the patient will continue to be monitored by the health care provider.